Event description:
Reporter stated the display of the meter is defective. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.